Event description:
It was reported that the patient experienced peritonitis, manifested by abdominal pain and cloudy peritoneal effluent, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the reported event. The treatment for the peritonitis was not reported. The patient had recovered from the peritonitis but remained hospitalized for an unrelated issue. The patient subsequently died due to malnutrition. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.